Event description:
An endurant ii bifurcated stent graft was implanted for the endovascular treatment of an 52mm abdominal aortic aneurysm.  It was reported during the index procedure that the device appeared shortened, the physician had implanted a  etbf3216c166ee but it appeared to be etbf3216c145ee instead. It was said the physician didn't notice this particular but did extend the landing zone using an endurant limb.  No cause of the event has been provided.  No additional clinical sequela was provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft size issue/shortening could not be confirmed on the limited film provided; therefore, the cause of the event could not be determined. The pre-implant anatomy, including vessel length and degree of tortuosity is unknown. Complete procedural angiograms and post-implant cts were not returned for a thorough analysis of the stent graft in-vivo configuration. Analysis of the returned still angiograms did not reveal any obvious out of specification stent graft integrity issues. It is possible that the incorrect device size in relation to the patient's anatomy was chosen during implant, but this could not be confirmed. Anatomical features ( which are unknown), such as neck angulation, which may contribute to the device appearing shorter than planned cannot be ruled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.